Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.5/1.0/001 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The problem was resolved. Cause of the event is unknown. Reportedly, "all good, patient is happy."

Manufacturer narrative:
H6- medical impact code: "2199" should be removed and "2993" should be added. H6- medical impact code: "4629" should be added. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).